Event description:
Patient called back and states they are planning to have surgery tomorrow to get a stoma. Patient says they would like to turn therapy off because they currently have an indwelling catheter in and they feel the sensations of the device is making their bladder uncomfortable. Patient states they feel it's giving them bladder sensitivity and they are having trouble sitting. Agent assisted patient with turning device off and reviewed hcp can call in for any additional information regarding guidelines. Agent redirected patient back to the doctor for medical question.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that they had been in the hospital for a month very recently for other reasons and that when they were admitted to the hospital, they had a problem passing urine. The patient clarified that they experienced urinary retention as a part of their baseline symptoms and that about a month past getting the implant, the therapy seemed to stop helping their symptoms of retention. The patient mentioned calling before (see (B)(6)) and increasing the stimulation (or decreasing it, they stated they didn't remember) but stated they just assumed that when they noticed their symptoms starting to come back a month after they were implanted that "maybe that's what it's supposed to do" but even after calling last time, things were getting worse and worse. The patient stated they were going 12 hours, and "nothing" so they "straight cathed" the patient and they were still retaining 400-500. The patient stated they went "10" but they were still getting uti after uti. The patient stated when they went to the hospital recently for other reasons they were having a problem passing their urine and the patient stated they told the hospital staff that they had the implanted device and everything but they were also getting to be "8-10 hours" and retaining "900," which was a lot (patient stated usually it was 400) so they put a foley catheter in the patient and the patient had been using that catheter for about a month now. Patient stated they might want to do a surgery but they didn't know or understand why and they were concerned about the implanted device and how it would be affected. Patient also stated they no longer had a managing health care provider (hcp) because that hcp had left the practice they went to. The patient stated they were concerned what to do with the device/therapy and was concerned about having the foley catheter and how that was impacting things. Patient services redirected the patient to follow up with a health care provider (hcp) about their concerns and to continue working with their doctors for their best course of treatment. Patient denied patient services' offer to send the patient physician listings as they stated they would be seeing their primary care physician on monday (2024-feb-26) and that they would work with the pcp at that time to locate a new managing urologist hcp for their implant. The patient stated they would follow up with a hcp about their symptom concerns and call patient services back to update their re cord when they found a new hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back and stated they can't feel when they are going and it just "pours out". Patient stated last week they talked with rep and they adjusted stimulation. Walked patient through increasing stimulation to a comfortable level. Patient will maintain stimulation and monitor symptoms. Patient stated they have an appointment with hcp the beginning of (B)(6) 2024. Additional information was received on 2024-mar-26, patient called back and reiterated previous events. They said contradictory information about their hospitalization in (B)(6) 2024. They stated it was for other reasons but that they were retaining urine and that they'd never retained urine until after they got the implant. Patient stated they put an indwelling catheter in them that they went home with and had it for a month or two, however the catheter agitated them so they took it out. Patient stated they had nurses who would visit them at home to check on them and give them medications and had an order to straight catheterize the patient if needed. Patient stated since they met with rep a month ago, they changed them to a new program but this program was making their incontinence symptoms even worse and worse than before. Patient stated they were having a very difficult time and they would rather go back to their previous program but they couldn't remember what that was. Patient stated they would wake up soaked in the am and wouldn't even know when they were going and that 'something wasn't right." Patient stated they were afraid to leave the house. They stated they also currently had a uti. Patient stated they would follow up with their hcp in early (B)(6) 2024 but they wanted to try a different program. Patient services reviewed device description/function with the patient and helped them switch to a new program. They stated they had never been to program 7 before so they chose program 7 and increased the stimulation to where they could feel a fluttering in their bike-seat. Patient then stated it stopped shortly afterwards but they were going to monitor their symptoms now that a change had been made and follow up with their hcp in (B)(6) 2024. Patient stated if they needed assistance in the meantime they would work with their nurses.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.